Manufacturer narrative:
Product lot number was corrected from 09020lp30 to 09020lp36.

Manufacturer narrative:
Product evaluation was performed to investigate this issue. The lot search determined that there is no unusual activity for the likely cause lot and the trend review determined that complaint activity was not atypical for the issue under investigation. Additionally, accuracy testing was completed using likely cause lot 09020lp36 and four panels with known concentrations of insulin. All panels were within the respective acceptance ranges. Based on the results of this investigation, the architect insulin reagent lot 09020lp30 is performing as intended and no additional product issues were identified. No deficiency was identified related to the alleged malfunction reported by the customer.

Manufacturer narrative:
The initial report was submitted under the incorrect manufacturer site (abbott (B)(4)) and therefore, the manufacturer report number of 3002809144-2012-00026 was then generated. Another MDR was then submitted to correct the manufacturer site to abbott (B)(4) with a manufacturer report number of 1415939-2012-00045.

Event description:
The customer stated that one patient sample generated a falsely elevated result for the architect insulin assay. A result of 119.2 uu/ml was repeated at 10.34 uu/ml using a different (non-abbott) method. The patient was monitored and had a history of insulin results around 10 uu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) test result; (B)(4) no consequences or impact to patient; (B)(4) incorrect or inadequate test result. Product evaluation is in process and the results wil be submitted in a follow-up report.